Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level ranged from 120 mg/dl to 230 mg/dl and from 230 to 520 mg/dl. The customer received a motor error alarm. The product was not returned. Nothing further to report.